Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 would not open. A field service engineer (fse) found that cubie pocket c3 was open inside the drawer. The fse forced the door open receipt the medication clothes pocket c3 and verify that the draw work properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, had software malfunction in hhedxpodi station. Customer notified that the pyxis had a storage space failure. When attempting to fix it, the screen glitched, and the machine had to be unplugged and plugged back in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.